Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings.

Event description:
Customer reported to have received excessive senor error alarms. Customer received a calibrate now alarm and insulin pump did not accept calibration. Customer's blood glucose was 102 mg/dl. Customer declined troubleshooting and states that when sensor was removed, the electrodes were split. Customer was advised that sensor would be replaced.